Event description:
It was reported that a critically ill emergency department patient was started on cardene (40 mg/200 ml bag, concentration 200 mcg/ml) at 5 mg/hr at 7:30 pm. At 8:10 pm approximately 60 ml had infused instead an expected 16.7 ml. The patient's blood pressure had decreased during the time period, but remained within normal limits. The nurse stopped the drip and sequestered the devices and tubing for investigation. There was no patient harm as a result of this event.

Manufacturer narrative:
The customer¿s report of a cardene (nicardipine), 40mg/200ml, had infused approximately 60ml when expected at 16.7ml could not be confirmed: the event log recorded that only 9.464ml had infused before the infusion was terminated. Approximately 185ml of fluid was received between the bag and disposable set with the bag labeled at 200ml. Testing and inspection did not find any malfunctions and the system was found to be infusing within specification. The disposable set had no issues or anomalies and its silicone segment section was found to be dimensionally within specifications. The root cause for the customer¿s reported experience where the volume delivery was approximately 60ml when it was expected at 16.7ml could not be identified.

Manufacturer narrative:
Concomitant medical products; one used 200 ml baxter health care bag ndc1012-325-01 0.83% sodium chloride injection (cardene 40 mg/200 ml, concentration 200 mcg/ml. Generic name is nicardipine hydrochloride). The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that a critically ill emergency department patient was started on cardene (40 mg/200 ml bag, concentration 200 mcg/ml) at 5 mg/hr at 7:30 pm. At 8:10 pm approximately 60 ml had infused instead an expected 16.7 ml. The patient's blood pressure had decreased during the time period, but remained within normal limits. The nurse stopped the drip and sequestered the devices and tubing for investigation.